Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issues. The customer declined assistance from tandem technical support regarding the issues, therefore no additional information could be obtained.